Event description:
Information received from a healthcare professional from a clinical study reported an infection in the abdominal area. Symptoms included reaction of foreign body and superinfection. No fever, no weakness, and no asthenia were noted. There was heat and delaminated area in the right subclavian scar in the area of the implementation. Diagnostic methods included an examination on (B)(6) 2016 that identified redness and exfoliation in the area of the implementation. "Threw up." Laboratory testing was performed the same day, which identified normal blood count, 33mm (1-20mm) erythrocyte sedimentation, and 1,35 mg/dl (0,00-0,82mg/dl) c-reactive protein. Interventions involved medications being administered, specifically trimethoprim sulfamethoxazole. The event resulted in an urgent care visit. Etiology was noted as surgery/anesthesia, possibly related to the implant procedure, and not related to the device or therapy. The outcome was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.